Event description:
Fentanyl drip was to run over 10 hours by it only lasted 4 hours. The 200 ml bag was supposed to run at 20 ml / hr. Pump was programmed appropriately and looked like it was running accurately. However, upon visual, the drip chamber of the tubing show the drop were going at a rate of 25 cc in 10 minutes on pump.